Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 600 mg/dl, and a large ketone level identified as dangerous by healthcare provider. Treatment was administered via intravenous fluids, manual injections, and anti-nausea medicine. Reportedly, customer left the ER the same day with customer in stable condition (bg 300 mg/dl). The customer alleged that the pump was not delivering insulin properly, however this could not be confirmed as customer did not have the pump available for a system check with tandem technical support. Reportedly, the customer reverted to manual injections for insulin therapy.